Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), vascular injury of the inferior vena cava (ivc) was observed. When the sheath was advanced from the ivc to the right atrium, strong resistance to the sheath was reported by the physician. Dilation was performed with the dilator, and as a result, the sheath was successfully advanced to the vicinity of the junction between the ivc and right atrium, so the procedure was continued as is. When advancing the sheath to the junction of the right atrium and ivc, resistance remained strong, and it was difficult to raise the sheath to the center of the right atrium, so the sheath was held at the junction and the catheter was carefully advanced to the right atrium after confirming there was no resistance. No concerning points were noted during intracardiac manipulation, and successful deployment was achieved on the first attempt with good electrical parameters, even after tether removal. However, after the tether was removed and retrieved, blood pressure dropped immediately after sheath withdrawal. The patient became unconscious. Medical management such as transfusion and pumping was performed, but blood pressure did not improve. Retroperitoneal hematoma was diagnosed on chest computerized tomography (CT). Cardiac tamponade was confirmed by cardiac echocardiogram. The leadless ipg remains implanted and the patient was transferred to intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient passed away the same day they were transferred to ICU.

Manufacturer narrative:
Corrected b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the leadless implantable pulse generator (ipg), vascular injury of the inferior vena cava (ivc) was observed. When the sheath was advanced from the ivc to the right atrium, strong resistance to the sheath was reported by the physician. Dilation was performed with the dilator, and as a result, the sheath was successfully advanced to the vicinity of the junction between the ivc and right atrium, so the procedure was continued as is. When advancing the sheath to the junction of the right atrium and ivc, resistance remained strong, and it was difficult to raise the sheath to the center of the right atrium, so the sheath was held at the junction and the catheter was carefully advanced to the right atrium after confirming there was no resistance. No concerning points were noted during intracardiac manipulation, and successful deployment was achieved on the first attempt with good electrical parameters, even after tether removal. However, after the tether was removed and retrieved, blood pressure dropped immediately after sheath withdrawal. The patient became unconscious. Medical management such as transfusion and pumping was performed, but blood pressure did not improve. Retroperitoneal hematoma was diagnosed on chest computerized tomography (CT). Cardiac tamponade was confirmed by cardiac echocardiogram. The leadless ipg remains implanted and the patient was transferred to intensive care unit (ICU). It was further reported that the patient passed away the same day they were transferred to ICU. The cause of death was hemorrhagic shock. It was noted that the sheath was potentially forcibly inserted into a narrow ivc. No further patient complications have been reported as a result of this event.